Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found.

Event description:
It was reported that during the implant procedure, the helix was extended prior to implant. Then the helix could not be retracted. The lead was not used. There were no patient complications reported as a result of this event.